Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed the device met mfg requirements prior to shipment. The cause for the reported pleura-pericarditis remains unk. Date report submitted to FDA by MFR: (B)(4) 2010. Date the initial reporter provided the info to the MFR: (B)(6) 2010. The follow dates are estimated. Only the month/year is known: d4: exp date.

Event description:
It was reported two days after a typical, right sided flutter ablation procedure the pt developed pleura-pericarditis. The pt was treated with ibuprofen and the pleura-pericarditis resolved after one week. The physician did not implicate the use of the catheter with this complication.